Event description:
Caller alleged discrepant low inratio inr result in comparison to the laboratory inr result. Results are as follows: date inratio inr laboratory inr (B)(6) 2015 3.2 -- (B)(6) 2015 -- 14.4 the time between testing was 1 day. On (B)(6) 2014 the patient was hospitalized for bacterial infection. During hospitalization the patient was administered 2 units of fresh frozen plasma, vitamin k, magnesium, potassium and unspecified antibiotics for the bacterial infection. (B)(6) 2014 patient was discharged, inr unknown but stable prior to discharge. Additionally, patient reported "milking" finger. Therapeutic range 2.2 - 2.4 for the patient. There was no additional information provided.

Manufacturer narrative:
.

Manufacturer narrative:
Investigation/conclusion: customer was unable to provide a lot number. Monitor memory of returned monitor showed that customer utilized strip code xg601 which corresponds to strip lot 350587, with primary product number of (B)(6). Since lot# 350587 was depleted, product support utilized strip lot number 350588 instead for testing on (B)(6) 2015. This lot number corresponds to the same strip code used by customer on (B)(6) 2014. The product associated with the complaint was returned for investigation. The complaint was not confirmed during in-house investigation. Investigation of the returned monitor using retain strips did not uncover any deficiencies. The monitor and strips continue to meet specification and no product deficiencies were observed. The manufacturing records for the lot were reviewed. The lot met specifications and no non-conformances were documented. An impedance curve analysis was performed but product support was unable to pull the curve on the result of 3.2 from (B)(4) 2014 because customer performed 6 tests after the result on (B)(4) 2014. Curves can only be generated for the first four inratio results present on the monitor memory. Our CAPA investigation ((B)(4)) has determined that certain patient conditions (e.g. Low hematocrit, elevated plasma proteins) can contribute to discrepant inr results. The customer was reported to have a bacterial infection. A notification letter has been sent to customers to inform them of these patient conditions. An improper technique was identified in the complaint. This cannot be ruled out as a cause of the unexpected results. Root cause could not be determined from the information provided by the customer. Further investigation of this case will be pursued under (B)(4).